Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgasric to the pancreas to treat a pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2022. During the procedure, the stent was fully deployed; however, the second flange did not release from the scope. The stent was removed together with the scope. The procedure was not completed due to same device unavailable, and the patient will be re-scheduled for another procedure depending on the progress of the patient. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."